Event description:
On (B)(6) 2011, the lay-user/patient contacted animas and reported low blood glucose (bg) levels. A follow-up contact was made between animas customer support and the patient on (B)(6) 2011, to obtain additional information. The patient claimed that her bg level had dropped down to "40 mg/dl" and her parents and/or coworkers had to treat her with orange juice in multiple instances. After receiving the juice, the patient indicated that her bg level came up to "100 mg/dl." The patient was unable to provide a date of occurrence for the low bg episode. She also did not report any symptoms. The patient felt as though the pump had allegedly over-delivered insulin. The patient was unable to troubleshoot the pump since it would not power on. The pump's battery compartment reportedly had a crack. The pump was replaced. Based on the information provided, this complaint is being reported due to the following conclusion: the patient claimed that she suffered a low bg level and required the assistance/treatment from family members and/or coworkers.

Manufacturer narrative:
(B)(4). Device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2012 with the following findings: a review of the total daily dose history showed that the daily insulin delivery totals correctly reflected the user programmed basal rates. A 29 hour flow accuracy test was performed and the pump was found to be delivering within specifications. No delivery related defects were found during testing.

Manufacturer narrative:
The pump has been returned to animas for evaluation. The evaluation of the product has not been completed; therefore, no conclusions can be drawn at this time. Once the evaluation is completed, a supplemental report will be filed. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.